Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos displaying the reported defect or samples specifically labeled for this complaint were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. To see the investigation results of samples that were received under tracking fedex: (B)(4), please review complaint record (B)(4).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port unable to disengage needle. The following information was provided by the initial reporter: description: the needle would not retract out of nexiva item# 383516 the patient had to receive another IV, no adverse events occurred. Date of occurrence(s) on (B)(6) 2025 unit occurred on pre-op.